Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator would not pace at the magnet rate when a magnet was applied. The battery data was -okay.